Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually inspected, microscopically examined and tested for leaks; however, no abnormalities or leaks were identified in the component. Inspection of the remainder of the device did not reveal any irregularity. Based on the information available, product analysis did not identify any malfunction. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to incontinence with an artificial urinary sphincter (aus) when coughing or lifting heavy objects. One month later, a revision surgery was performed in which the existing cuff was removed and replaced. The cause for the incontinence was not detailed by the facility. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to incontinence with an artificial urinary sphincter (aus) when coughing or lifting heavy objects. One month later, a revision surgery was performed in which the existing cuff was removed and replaced. The cause for the incontinence was not detailed by the facility. There were no further patient complications.